Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the keypad on the device was damaged. There was no reported patient involvement.